Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bleeding, pain post implant, shortness of breath, anxiety, mental anguish, stress, back pain when bending and ¿multiple struts as well as the filter retrieval hook were noted to have eroded outside the vessel lumen¿ are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. No other complaints on lots. Product is manufactured and inspected according to specifications. The following allegations have been investigated. Migration, tilt, vena cava perforation, fracture, device is unable to be retrieved, bleeding, organ perforation (aorta, right ventricle, right lung/middle lobe), filter erosion embedment, pain post implant, shortness of breath, anxiety, mental anguish, stress, back pain when bending and ¿multiple struts as well as the filter retrieval hook were noted to have eroded outside the vessel lumen¿. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Update (B)(6) 2019. Per review of radiology dated (B)(6) 2017: "a metallic wire is noted within the rv, already present on prior cts of (B)(6) 2017 and (B)(6) 2016, but new since (B)(6) 2013. Another smaller metallic wire is noted within a pulmonary arterial branch of the right middle lobe, already present on prior CT of (B)(6) 2017 but new since (B)(6) 2016. These may represent wire fragments that are progressively embolizing from a fractured ivc filter." Tbaum (B)(6) 2019.

Manufacturer narrative:
Appropriate term/code not available (3191) [device perforation]. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) (B)(4).

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the left femoral vein dvt (deep vein thrombosis) ; preoperatively for glue injection & embolization coil for pseudoaneurysm patient alleges migration, tilt, vena cava perforation, fracture, device is unable to be retrieved, bleeding, organ perforation (aorta, right ventricle, right lung/middle lobe), embedment, pain post implant. Patient further alleges, "I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the ivc filter migrated; fractured; embedded; perforated the vena cava, aorta, right ventricle, and right lung/middle lobe; tilted; and caused bleeding. The device is irretrievable, and I experience pain at implant location, as well as shortness of breath. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." Patient notes, "ivc stent implanted to stop ivc filter from moving further and breaking. My walking is limited due to shortness of breath and I cannot perform strenuous activity. I have a disability plaque on my car because I¿m only able to walk short distances when I go to out anywhere. I also walk with a cane because I tend to lose my balance. I have a home attendant to help me with household chores because my back hurts when bending." Attempt filter retrieval on (B)(6) 2017, due to "ivc filter broke apart and pieces were lodge in my heart and lungs", was unsuccessful. Per abdominal CT, dated (B)(6) 2017, "visualized heart and pericardium: no cardiomegaly. Aortic valve calcification. Coronary artery atherosclerotic calcification. Linear radiopaque density is noted along the anterior wall of the right ventricle measuring 1.8 cm, possible catheter fragment or ivc filter strut . This finding has been stable from 4/5/2016 CT however was not identified on more remote prior study dated 6/29/2013. A suprarenal ivc stent along with an infrarenal ivc filter is stable from prior examination." Per CT abdominal / pelvic, (B)(6) 2017, "there is a suprarenal ivc filter with several of the struts protruding outside the ivc. One of the struts appears to abut the aorta and aortic penetration is not excluded, which is stable from CT of the abdomen dated (B)(6) 2017. Further evaluation with a contrast - enhanced CT may be obtained. Metallic density material along the anterior wall of the right ventricle may represent a strut from the patient's ivc filter, stable appearance." Per operative note (attempted filter retrieval), dated (B)(6) 2017, "clinical history: ivc filter no longer indicated. Multiple struts have previously become dislodged and embolized to the heart and lungs. An inferior venogram was performed demonstrating patency and absence of thrombosis in the ivc. Multiple struts as well as the filter retrieval hook were noted to have eroded outside the vessel lumen. Several struts were removed during this process, however the filter was not able to be retrieved. After multiple attempts a venogram was performed demonstrating contained extravasation of contrast into the retroperitoneum. To prevent further ivc injury from aggressive retrieval attempts, and also to prevent further embolization of struts from the filter, a decision was made to exclude the filter from the vessel lumen using a wall stent. A wall stent was deployed over the filter to prevent further embolization of struts." Per CT abdomen/pelvis, dated (B)(6) 2017, "patient status post partial ivc filter removal and exclusion with extension of ivc stent and small surrounding hematoma around the ivc at the level of the filter exclusion." Per abdominal CT, dated (B)(6) 2017: "there appears to be a stent in the internal hepatic ivc. Below the ivc stent, there is an ivc filter which is tilted towards the right, which is terminating above the level of the renal veins." Per abdominal CT dated, (B)(6) 2017, "inferior vena cava: patient is status post stenting of the inferior vena cava extending from the superior portion of the liver to proximal to the iliac bifurcation. A n ivc filter is also identified. 3 filter prongs are again noted to be outside of the ivc lumen."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "(pt) received a cook celect filter on (B)(6) 2009". Patient outcome: it is alleged that (pt) was injured without further explanation. Hospital and medical records have been requested but not yet provided.